Event description:
Ureteral dilating balloon was in use when it was reported that the balloon burst while the resident was inflating it. The procedure then continued and there were no portions of the balloon visualized. Stent was successfully placed at end of procedure.